Event description:
It was reported that patient experienced high blood glucose and was treated with Correction injection via Multiple daily injection (MDI) due to infusion set fell off on (b)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-54369/Initial 1 of 4. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number Reporting Site: 8021545. Manufacturing Site: 3003442380.